Event description:
The PICC was placed on (B)(6) 2021 around 2052. First assessment on (B)(6) 2022 at 0600 halo was wet. Left antecubital where line placed was dry under dressing. Hub was leaking haf and lipids running at 17 ml hour on alaris syringe pump. Where IV tubing connected to the line was not overly tight. No patient harm. Physician then made suggestion to switch from our poly PICC to silicone. They kept the line and recorded info to let me know. PICC will be returned for analysis.

Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. One catheter was returned for review. Visual inspection of the sample confirmed a crack in the female luer which would result in leakage. Several complaints have previously been received regarding a cracked hub resulting in leakage, and CAPA 2021-039 has been initiated to address this issue and is currently under investigation. The CAPA will identify the specific causes and corrective actions to be taken.

Manufacturer narrative:
Affected product is anticipated to be returned. A follow up will be submitted once the product is returned and investigation has been completed.

Event description:
The PICC was placed on (B)(6) 2021 around 2052. First assessment on (B)(6) "2022" at 0600 halo was wet. Left antecubital where line placed was dry under dressing. Hub was leaking haf and lipids running at 17 ml hour on alaris syringe pump. Where IV tubing connected to the line was not overly tight. No patient harm. Physician then made suggestion to switch from our poly PICC to silicone. They kept the line and recorded info to let me know. PICC will be returned for analysis.